Event description:
Customer's daughter reported that the insulin pump needed to be programmed. She stated that the customer was in the hospital due pneumonia. The blood glucose reading was 309 mg/dl and customer was treated with an IV drip. She was assisted in programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.